Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to sensing integrity counter (sic) and right ventricular (rv) lead impedance variation. Three weeks later, the lead exhibited high/undefined impedance, and the patient complained of chest pain. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.